Event description:
It was reported the patient had a rash from their trunk to their legs. It was later reported, the patient had developed a rash all over their trunk, upper extremities and buttock area. It was stated the rash started in their arms in (B)(6) 2013 and spread from there. It was noted the patient had allergy testing done and was found to be allergic to gold. It was unknown if the patient was tested for any materials found in their system. Reportedly, they had tried creams to treat the rash. It was later reported the patient¿s rash was located over their implant and their symptoms occurred at their implant location. It was noted the patient was going to be tested for a titanium allergy.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown. Product type: unknown: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).